Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The customer reported that the sample was discarded and would not be available for investigation. The instructions for use (IFU) for this product, (B)(4) rev. 2, was reviewed as a part of this complaint investigation. The IFU contains a catheter removal advisory and warns the user "never tug or quickly pull on catheter during removal from patient to decrease risk of breakage." The IFU also warns the user, "alcohol and acetone can weaken structure of polyurethane materials. Check ingredients of prep sprays and swabs for acetone and alcohol content." Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of a separated epidural catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the epidural catheter snapped and broke during a patient transfer from the bed to the or table. No report of a patient injury or retention of device in the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are not complete at the time of this report. It was discovered that the teleflex sales representative, who is no longer with teleflex, failed to report this event. Upon additional investigation it is determined that the teleflex aware date is (B)(6) 2015.

Event description:
The customer alleges that the epidural catheter snapped and broke during a patient transfer from the bed to the or table. No report of a patient injury or retention of device in the patient.